Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level found that the fracture was located at the setscrew inserter¿s distal tip. A fracture analysis report was conducted on the returned devices. It was noted that the fractured surface reveals plastic deformation and a rough appearance across the entire surface indicating that the inserter¿s tip underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the setscrew inserter¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report reveals plastic deformation and a rough appearance across the entire surface indicating that the inserter¿s tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the innie-inserter broke during inserting patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.